Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage. Insulin pump was received with cracked battery tube thread, corroded battery tube, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had partial display screen. The blood glucose was 114 mg/dl at the time of the incident. Customer stated that, the pump was dropped and bumped. Based to troubleshooting, the customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.